Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
During long gamma3 nail surgery, the surgeon inserted the guide pin from the tip of great trochanter for inserting the nail into the patient. The tip of the guide pin contacted with the cortical bone of the femoral bone while inserting the guide pin, and the tip of guide pin broke. The broken piece (threaded part of the tip) was not able to be removed. The surgery was completed.